Event description:
A customer reported a "replace sensor" message upon scanning the freestyle libre 3 sensor on the eighth day of wear. The customer was unable to monitor glucose via scan and required third-party intervention. No additional details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. This report is being filed on an international product, model number 72114-01, which has a similar product distributed in the u.s., model number 71992-01. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message upon scanning the freestyle libre 3 sensor on the eighth day of wear. The customer was unable to monitor glucose via scan and required third-party intervention. No additional details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section h4 (device manufactured date) has been updated based on returned product download. Sensor (B)(6) has been returned and investigated. Performed a visual inspection on the returned sensor patch and no issue was observed. Sensor data was extracted and observed to be returned in sensor state 8 (indicating abnormal termination). An extended investigation was also conducted. Performed a visual inspection on returned sensor and no abnormalities were observed. The event log 11 (algorithm terminated patch) and an extended error code 32678 (dq invalid data) were observed, indicating that the termination was due to the occurrence of esa (early sensor attenuation) or lsa (late sensor attenuation). A review of the customer's history log revealed evidence of low readings over a prolonged period of time the low glucose readings were determined to be the result of a physiological issue, and the patch algorithm terminated the patch due to indications of lsa. The reported complaint related to the ¿replace sensor¿ message was due to the sensor termination. As no abnormalities were observed on the returned sensor or its data. Therefore, the complaint is not confirmed. No malfunction or product deficiency was identified. The dhrs for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. This report is being filed on an international product, model number 72114-01, which has a similar product distributed in the u.s., model number 71992-01.

Event description:
A customer reported a "replace sensor" message upon scanning the freestyle libre 3 sensor on the eighth day of wear. The customer was unable to monitor glucose via scan and required third-party intervention. No additional details were provided. There was no report of death or permanent injury associated with this event.